Event description:
On (B)(6) 2009, the pt was implanted with an invance sling. Post-sling implant, the level of incontinence was improved. It was reported that the sling was removed due to infection.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.